Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. While the cause of the reported issue cannot be conclusively determined, olympus has concluded that the damage to the device was likely caused by improper handling allowing stress to be applied to the ultrasonic probe. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: important information ¿ please read before use do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the probe unit has sharp dents. The um image has 9 broken elements. The lg tube cover has metal exposed. The um cord has scratches. The um and um el connector have corrosion. The control knob has low tension. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an ultrasonic gastrovideoscope failed the leak test. There was no patient impact related to this occurrence.